Event description:
A (B)(6) gentleman presented to the ed of (B)(6) on (B)(6) 2011 following an mvc where he was the belted driver. At presentation, he reported left hand (fifth finger) pain and right hip pain. His medical history is significant for renal cancer with subsequent nephrectomy (2007), adrenal disorder, bph, brain tumor (2010-renal metastasis and surgery) cad with stenting, anemia and positive for tobacco use. Radiologic studies in the ed found a nondisplaced fracture of the shaft of the 5th metatarsal, left hand and a large lytic lesion involving the right ischial bone and proximal portion of the right inferior pubic ramus. The fracture of the pelvis is suspected to be a pathologic fracture. On (B)(6) 2011 at 1500 hrs, the pt went to imaging for an interventional procedure of a CT guided biopsy of the pelvic lesion of the right gluteus. When the ir was retracting the biopsy needle remained in the biopsy site. Ir immediately attempted to remove the retained biopsy needle but was not successful. The pt was taken to surgery on (B)(6) 2011 under the care of an orthopedic surgeon who successfully removed the retained foreign body.